Manufacturer narrative:
Additional information received indicated that the a procedure planned to be scheduled to replace the rv lead. No additional information is available at this time. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that this pacemaker and another manufacturer's right ventricular (rv) lead exhibited noise and oversensing. As a result the device was marking the noise as a premature ventricular contraction (pvc), which was also extending the post ventricular atrial refractory period (pvarp). This also appeared to impact atrial sensing of another manufacturer's right atrial (ra) lead due it being in refractory. No adverse patient effects were reported.

Manufacturer narrative:
Additional information received from the local field representative indicated that it is likely the lead was replaced, however no formal communication was received. No further concerns regarding this issue have been received. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.